Event description:
Additional information stated, it was 2 weeks from the initial day of report since the patient last felt stimulation.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a communication problem. The patient had charged about two weeks ago and now had no response from the recharger or the clinician programmer. Use of the antenna locate feature resulted in a por being displayed which then led to the normal recharging screen. Follow up reported the patient remained at the physician¿s office for an hour until the device was charged enough to reset the clock using the clinician programmer. It was noted the patient was going to go home and continue to charge their device. It was noted it was ¿so far so good.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.